Manufacturer narrative:
Additional information was received on august 14, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. The third reminder requesting additional information was submitted on july 22, 2017. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the device remained in patient's body. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
The patient was having a primary hip tep implantation on (B)(6) 2017. It was reported that during implantation, the trial head which was not firmly seated slipped off when trying to reposition it and it disappeared in the patient . It was further reported that the trial head was porous at the holding clip due to repeated sterilization. The surgery was delayed for 20 minutes, but the trial head remained inside the patient.

Manufacturer narrative:
No trend considering the following event is identified: trial head slips of, holding clips porous. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that during implantation , the trial head which was not firmly seated slipped off during repositioning and it disappeared in the patient . The trial head is so porous at the holding clips due to repeated sterilization that they loosen or break off. Review of received data: sterilization process: it was reported from the hospital that the trial head was sterilized with vapor at 134°c for 5 minutes. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the trial head was not yet retrieved from the patient's body. Review of product documentation: the document "orthopaedic reusable devices: instructions for care, cleaning, maintenance and sterilization" was reviewed. The sterilization temperature is indicated to be 134°c. Therefore, the sterilization temperature applied in the hospital is equivalent to the specifications. Moreover, in the document "(re-)processing specification (cleanability and sterilization)" sterilization at 134°c for up to 18 minutes has been validated for this instrument. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it is reported that the holding clamps become porous due to many sterilization cycles. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it was reported that the instrument slipped off. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded that there has been a deterioration as a result of repeated use. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Conclusion summary: the lot number and therefore the manufacturing date remains unknown. It might be a possibility that there has been a degradation of material due to many cleaning and sterilization cycles. However, as the trial head was not returned but remains in the patient and based on the available information an exact root cause could not be determined. It is advised to monitor the patient, as the trial head remained inside the patient's body. The trial head is manufactured from polyoxymethylene (pom) gray (ball head) and epdm75.5/kw75f black (o-ring). In accordance with iso 10993-1:2009 the trial heads are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours. For both materials no tests have been performed for possible long-term exposure (more than 24 hours). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).